Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
The director of a facility has reported that multiple surgeons have expressed that during intraocular lens (iol) implant procedures, the device, at times, feels like there is resistance and then suddenly releases into the capsular bag too aggressively. Additional information was requested.